Manufacturer narrative:
The date of the event is unknown; therefore, the date of the article was used as the occurrence date. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Based on the limited information provided the cause of the events are unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: ochiai, tomoki, sung-han yoon, nir flint, rahul sharma, chinar patel, vivek patel, tarun chakravarty, mamoo nakamura, wen cheng, and raj makkar. "Late contained aortic root rupture after transcatheter aortic valve replacement for bicuspid aortic stenosis." Jacc. Cardiovascular interventions (2019).

Event description:
As reported through article "late contained aortic root rupture after transcatheter aortic valve replacement for bicuspid aortic stenosis", a (B)(6) year old male received a 26mm sapien xt valve in the aortic position via transfemoral approach. Post deployment tee showed moderate intraprosthetic aortic regurgitation and a second 26mm sapien xt valve was placed within the first prosthetic valve at a slightly higher position. Tee showed good results with minimum intraprosthetic aortic regurgitation and mild to moderate paravalvular regurgitation. Two years later, the patient was readmitted due to decompensated heart failure. Tee revealed a severe paravalvular communication and aneurysmal changes in the left sov. This was confirmed by multidetector computed tomography (mdct), which showed a contained aortic root rupture. The patient underwent successful surgical bioprosthetic aortic valve replacement and a left coronary sinus reconstruction. The post-operative course was uneventful.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.